Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio output was confirmed through observation. The cause was found to be an unsecured backflex which was not secured into the j6 connector. The back flex was secured properly with the audio functioning as expected. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.